Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "air leak" could not be confirmed. However, during service and repair, device failures were found but were not related to the report event. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had an "air leak". It is known that the device was used during surgery. It is also known that there was no pt or user injury; however; it is unk if there was any medical intervention or surgical delay related to the event. There was no add'l info provided.